Event description:
Customer reported, the system is displaying a low ma error, and a kv on in error message. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the lemo connector. System operates as intended.